Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a low pressure. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non medtronic service provider checked and found that ventilator is working but compressor is not working, because of faulty water trap filters, water trap filters are faulty and needs to be replaced to make the compressor working.